Event description:
The user stated they had erroneous calcium and magnesium results and provided data for pt plasma samples in bd green top tubes. Of the data provided, 55 calcium results were discrepant. All results are in mg per dl and are documented as initial, then repeat value. All testing was performed on (B) (6) 2009. Sample 1: 10.5, 7.8. Sample 2: 12.0, 9.8. Sample 3: 10.6, 8.6. Sample 4:10.6, 8.6. Sample 5: 11.2, 9.3. Sample 6: 10.5, 8.4. Sample 7: 10.6, 8.8. Sample 8: 10.9, 8.8. Sample 9: 10.4, 8.5. Sample 10: 11.2, 9.0. Sample 11: 11.3, 9.2. Sample 12: 11.8, 9.6. Sample 13: 12.2, 9.9. Sample 14: 11.7, 9.6. Sample 15: 11.7, 9.5. Sample 16: 11.6, 9.5. Sample 17: 11.6, 9.5. Sample 18: 10.9, 9.1. Sample 19: 12.1, 10.1. Sample 20: 8.7, 7.2. Sample 21: 9.7, 8.7. Sample 22: 10.7, 9.5. Sample 23: 10.2, 8.8. Sample 24: 10.8, 9.8. Sample 25: 11.0, 10.0. Sample 26: 11.3, 9.2. Sample 27: 11.2, 9.2. Sample 28: 10.3, 8.1. Sample 29: 10.3, 8.1. Sample 30: 11.7, 9.7. Sample 31: 11.5, 9.7. Sample 32: 10.8, 9.0. Sample 33: 12.5, 10.4. Sample 34:11.0, 9.1. Sample 35: 10.9, 8.9. Sample 36: 11.2, 9.2. Sample 37: 12.1, 10.1. Sample 38: 11.7, 9.6. Sample 39: 11.6, 9.7. Sample 40: 11.1, 8.9. Sample 41: 11.6, 8.8. Sample 42: 11.0, 9.0. Sample 43: 11.0, 9.1. Sample 44: 10.2, 8.2. Sample 45: 11.3, 9.4. Sample 46: 9.1, 7.1. Sample 47: 11.3, 9.2. Sample 48: 11.6, 9.7. Sample 49: 11.7, 9.6. Sample 50:10.1, 7.9. Sample 51:11.2, 9.1. Sample 52: 10.7, 8.8. Sample 53: 10.3, 8.7. Sample 54: 10.4, 8.3. Sample 55: 11.3, 9.3. The initial results had been reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined the rinse water was not reaching the right height in the cells to rinse properly. He inspected the rinse valves, replaced the rinse tubing, measured each tubing for correct length and adjusted the rinse levels. He verified the analyzer performance by running precision testing with results within specified limits.